Manufacturer narrative:
The ins was returned and the analysis found stim ins/battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative met with the patient for reprogramming and found out that her battery had been dead for a week or so. The patient cannot see very well and was unable to tell if she was charged or not. The manufacturer representative performed a power on reset, but was unsuccessful the first round. It was determined that the patient has been having a hard time recharging her recharger because desktop charger cord is physically damaged. There was no specification as to what was damaged, but at one point it sounded like the connector pin was stuck in the recharger until she pulled it out (no damage to the recharger port). The patient thought that she was charging her implantable neurostimulator this entire time, but realized that she wasn't because her recharger was depleted. The patient is hard of seeing so it was thought that the patient was doing something wrong but turns out it was the damaged cord. It was noted that the patient's implantable neurostimulator will likely need to be rebooted, and the c aller stated the patient's device has not been overdischarged before. Additional information received from the patient and manufacturer representative on 2019-aug-29. It was reported that the discharge was confirmed. The patient charging cord broke after the first power on reset, and a replacement was sent to resolve the issue. They were going to try one more time to jumpstart the device once the patient received the replacement desktop charger. Nothing had been resolved at the time of the report. The implantable neurostimulator was received for analysis on 11/11/2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep did not recall/remember implantable neurostimulator replacement but if the rep was made aware, she would have submitted the complaint. To her knowledge, the patient didn¿t experience any symptoms. To her knowledge, her charger wasn¿t broken, she just wanted intellis because the charging time was so much shorter. She was older and the sensor battery had a higher recharge burden. From what the rep remembered , her sensor battery went into overdischarge because she couldn¿t keep up with the charging, not because the charger was broken. No other troubleshooting was performed. As far as the rep knew, no other interventions occurred besides attempting to wake the battery up from overdischarge. No further complications were reported.